Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plastic end broke in the first surgery that it was used it. No prolongation in surgery time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Unknown if device is an instrument and if it's implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.